Event description:
The facility's biomed technician reported an infusion pump with failure code 810:04 which was observed during biomed testing. The hospital rep stated to customer service they have no record of any pt incident involving the pump since the last baxter service event.